Event description:
Boston scientific corporation obtained information from an abstract for a poster presentation at the (B)(4) 2013 that issues occurred with nine wallflex biliary fully covered stents implanted in nine different patients. According to the complainant, the indication for stent placement in each of the nine cases was for treatment of jaundice secondary to a distal inflammatory benign stricture. The stent was placed successfully and following the procedure the patient did well and was reported to be in very good health. The wallflex biliary fully covered stent was implanted within the bile duct of a patient on (B)(6) 2011. During follow up, the patient presented with a mild elevation of liver function and an ercp (endoscopic retrograde cholangiopancreatography) procedure with stent removal was planned. During the stent removal procedure, on (B)(6) 2012, the physician noted that the duodenal end of the stent was buried in the papillary area and covered in hyperplastic tissue. A guidewire was passed beyond the stent and a 15mm dilation balloon was inflated inside the stent followed by pulling maneuvers. The stent was difficult to grasp and the duodenoscope slipped back and perforated the duodenum. The stent was removed during this procedure and an operation was performed to treat the perforation. The patient spent four nights in the ICU and was transferred to the surgical ward when he died five days later on (B)(6) 2012. In the physician¿s assessment the cause of death was due to postoperative complications. The patient did not have any other comorbidities. The physician stated an autopsy was not performed because "relatives were thankful the initial treatment led the patient to have a normal spanlife during a year."

Manufacturer narrative:
(B)(4). Foreign source: (B)(4). Other source: poster for presentation at the (B)(4) 2013: difficulties encountered for removing fully covered self-expanding metal stents inserted in benign biliary conditions. The device was not returned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent occlusion due to tumor in-growth through stent, perforation and death are listed in the dfu for this product as a potential post stent placement complications related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.